Event description:
The physician attempted to place a 3.5 mm x 15.0 mm biodiv ysio stent in the mid-left anterior descending artery. The vessel was 3.5 mm and 70% stenosed. Predilatation was not performed. A 6 fr. Guide catheter and a 300 bmw guidewire were used. It was reported that the catheter couldn't be advanced through the sheath. At the point of the catheter entering the sheath, the catheter had an "accordion effect." The physician then noted there were two linear cracks on the catheter. The stent was at the lesion and in good position. The stent was deployed without any problem. It was reported that apposition to the vessel wall was good and there were no problems with inflation or deflation of the balloon. The catheter was then removed without problem. There was no report of adverse patient effect.